Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. The pt was discharged the same day without any problems. The pt returned the next day complaining of leg pain. The pt refused an arteriogram to check for an obstruction and was taken to surgery. The post-operative diagnosis was "thrombosis of the right common femoral artery with ischemia of the right lower extremity post cardiac catheterization with add'l finding of probable chronic occlusion of the mid superficial femoral artery." The pt was noted to have posterior plaquing with approximately 50% stenosis of the common femoral artery. A fogarty was placed into the iliac's and it was felt that the thrombus extended into the external iliac artery. The fogarty went to the distal superficial femoral artery and a thrombectomy was carried out through the proximal superficial artery. The fogarty was passed several times and each time it was noted to be occluded in the mid-tigh region. The path report noted that it was "felt to be chronic in nature". It also noted "three irregular portions of rubbery red-brown thrombus. 7 to 2.6 cm in greatest dimensions" was removed. The "microscopic description: sections show portions of organizing thrombus, demonstrating no evidence of atypia." The pt was discharged the following day and no further complications were reported.